Manufacturer narrative:
H4 : corrected to - device manufacture date : 25-05-2022 in the intial MDR. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -14.0/+3.0/094 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and lens rotation. This resolved the problem. The reporter did not indicate the cause of this event.

Manufacturer narrative:
(B)(4).